Event description:
Underdelivery secondary to device going into alarm condition without an audible alarm. The pump was set to deliver a continuous infusion of atg immune globulin at 125ml/hr via line b. When checking the pump, a nurse noted that the device had an occlusion alert message on the screen, but there had been no audible alarm. It was not known how long the device was in the occlusion alarm state, but it was estimated to be "a couple of hrs." The pt's IV access was a portacath that remained patent. The pump was switched out and the infusion completed correctly with the new device. There were no adverse pt effects.